Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic, externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. No further intervention was planned. The lead remains implanted. The patient was stable and will continue to be monitored.